Manufacturer narrative:
Other contact person:(B)(6). Other contact phone number: (B)(6). Updated field: b4, d9, e1(event site telephone, event site email), e3, g3, g6, h2, h3, h11.

Event description:
It was reported that cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) displayed an error message for safety disk and battery replacement. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital (singapore). A supplemental report will be submitted upon completion of our investigation.